Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It was reported that the patient is alleging harm caused by the device; however the nature of the harm is unknown at this time.

Manufacturer narrative:
No devices were received; therefore the condition of the components is unknown. Review of the device history records could not be performed as the part and lot number is unknown. This device is used for treatment. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Compatibility and product history search could not be performed as part and lot number is unknown. A definitive root cause cannot be determined with the information provided. However, the complaint may be revised upon return of product or further information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.